Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the reported malfunction. However, the device passed full fuctionality testing, stress testing, and internal inspection without duplicating a malfunction. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) intubated patient (gender unknown) in cardiac arrest, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinicians manually bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.